Manufacturer narrative:
(B)(4) b5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H6 codes: type of investigation - correction. H6 codes: investigation findings - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on 07/24/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The parent reported that the pediatric patient experienced a skin reaction with itchiness, inflammation, and infection. Under entire patch area, the day after the sensor was inserted in the arm. The area was prepared with alcohol. Before placing the sensor on the body and kept clean and dry after. The parent reported that they brought the patient to the hospital because of the skin reaction. The patient experienced itchiness under the entire patch area and when they removed the sensor, the area is swollen and there was a lot of liquid. So, they went to the hospital with the patient. They did not do any treatment at home. When they arrived at the hospital, the doctors checked the patient and provided him medication of allergy cream (hydrocortisone) and keflex. The patient was discharged on the same day. A photo of the skin reaction was assessed and depicts an area of edema and uneven skin texture. At the time of the report, the patient was fine. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/24/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The parent reported that the pediatric patient experienced a skin reaction with itchiness, inflammation, and infection. Under entire patch area, the day after the sensor was inserted in the arm. The area was prepared with alcohol. Before placing the sensor on the body and kept clean and dry after. The parent reported that they brought the patient to the hospital because of the skin reaction. The patient experienced itchiness under the entire patch area and when they removed the sensor, the area is swollen and there was a lot of liquid. So, they went to the hospital with the patient. They did not do any treatment at home. When they arrived at the hospital, the doctors checked the patient and provided him medication of allergy cream (hydrocortisone) and keflex. The patient was discharged on the same day. At the time of the report, the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.